Event description:
It was reported that the patient hears the device toning every four hours. It was noted that interrogation clears the alert. Interrogation shows nst (non-sustained tachycardia) episodes with lead integrity alert triggered. It was noted that they have diagnosed this as emi (electromagnetic interference) which appears on both a (atrial) and v (ventricle) channels as being linked to electrical issues in a swimming pool. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6942-65 implantable tachy lead, implanted: (B)(6)1999. (B)(4).